Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to a right cylinder aneurysm and to repair the tunica due to the right cylinder bulging. No further information was provided. No patient complications were reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient was expected to have the inflatable penile prosthesis replaced due to a right cylinder aneurysm. There were no patient complications reported.